Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2014. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced acne ("rashes or skin conditions type: acne"). In (B)(6) 2012, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"), anxiety ("anxiety") and mood swings ("mood swings"). In (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). In (B)(6) 2014, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). The patient was treated with surgery (anticipated or scheduled date: do not have specified date-within the next 5 years). At the time of the report, the pelvic inflammatory disease, pelvic pain, urinary tract infection, vulvovaginal mycotic infection, female sexual dysfunction, acne, tooth disorder, feeling abnormal, anxiety, mood swings, dysmenorrhoea, dyspareunia, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, acne, anxiety, dysmenorrhoea, dyspareunia, feeling abnormal, female sexual dysfunction, mood swings, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: new pfs received- new events added: infection (bladder/ urinary tract/vaginal) type: urinary tract infection, yeast, apareunia ,rashes or skin conditions type: acne, reproductive system disorder or condition type of disorder or condition: pid, dental problems, neurological conditions or problems type: brain fog, anxiety, mood swings, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, gastrointestinal or digestive system condition type: bloating. New reporters and concomitant drug were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.